Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for analysis and confirmed that it had previously logged patient circuit disconnect alarms in its memory. The device was then evaluated by ventec where the reported issue could not be duplicated. Ventec confirmed proper device operation through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device needed service due to an "alarm" received during use. No further details were provided, and the reporter was unable to state which alarm had occurred. Upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis, where it was observed that the device had logged patient circuit disconnect alarms. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue, however, no further details were provided. Ventec has reached out to the reporter in order to obtain additional information about the patient, but no response has been received.